Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f49 alarm was not confirmed or duplicated. An f94 (configuration option settings checksum is not 0) alarm was identified during functional testing. The cause of the alarm was determined to be a damaged battery. To correct the condition the battery was replaced. The device was serviced to meet functional specification. Should additional relevance information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.